Manufacturer narrative:
Based on the received information, a damage to the conductive link or to the device appears likely, as indicated by in-situ testing. However to determine and confirm an exact root cause of failure a device investigation to the explanted device would be necessary. The device has been explanted, but reportedly the explant could not be located and will not be returned for investigation. This is a final report.

Event description:
On (B)(6).2018 the user visited the med-el (B)(6) office. She reported that she has not been able to hear any sound with the device since (B)(6).2018. This loss of sound was sudden. The device has been explanted; however the explant could not be located and will not be returned for investigation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2018 the user visited the med-el (B)(4) office. She reported that she has not been able to hear any sound with the device since (B)(6) 2018. The user has an appointment on (B)(6) 2018, recommendation from vibrant clinical support has been requested.